Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device exchange procedure due to eri, the lead had decreased sensing values and increased threshold values. The lead was capped and replaced. The patient was in stable condition and had no adverse consequences.